Manufacturer narrative:
When the staff weighted the pt post treatment and determined that he was about 2.3 kg. Above his dry-weight, they reconnected him to the extracorporeal circuit and dialyzed him for another two-hour treatment. He left dialysis in stable condition, with about 250g. Below his dry weight, and remains on his regular dialysis schedule. On 08/31/06, a gambro technical services field rep inspected the machine. He set up the machine, performed a mass balance test and found the machine to be operating correctly. He verified calibration of d1/d2 flowmeters with p2 pump. He also verified total ultrafiltration accuracy by performing a 30-minute simulated treatment and no ultrafiltration error was observed. The machine has been returned to service without any further fluid imbalance incidents.